Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer stated that the screen was foggy and could not turn on the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.